Event description:
It was reported that during the implant procedure, inserting the lead into the left ventricular connector port of the pulse generator was difficult. After applying silicone oil, the lead inserted into the connector and the pulse generator was implanted. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.